Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable gluc3 glucose hk gen.3 for 350 patient samples on a cobas 8000 c (701) module. The customer provided an example for 1 patient sample. The initial gluc3 result was 5 mmol/l. The sample was repeated on a different module and the gluc3 result was 20 mmol/l. The different module was not provided. The customer identified the issue after the initial results were reported outside of the laboratory. The field service engineer (fse) checked the system and found a tube leaking on the cuvette rinse unit. The fse corrected the problem. The specific details were not provided. The customer stated that 350 samples were repeated and 30% of them had initial results that were low. The specific data was not provided. There was no allegation of an adverse event. The results were corrected and the patients were not incorrectly treated. The gluc3 reagent lot number and expiration date were not provided. The investigation determined that the service actions resolved the issue. The customer was "fine".